Event description:
Customer called to report the pump had a no delivery alarm. Troubleshooting was performed. The no delivery alarm occurred right away. Device was not dropped, bumped, or exposed to moisture.